Event description:
It was reported that the customer was hospitalized with hypoglycemia. Customer original called regarding a problem with the unit's keypad. Troubleshooting concluded that the customer would try changing the batteries. Customer called back later and had changed the batteries and ended up in the hosp.